Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("my hair has also thinning so much") and bone loss ("bone loss in jaw"). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the medical device removal, alopecia and bone loss outcome was unknown. The reporter considered alopecia, bone loss and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("my hair has also thinning so much") and bone loss ("bone loss in jaw"). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the medical device removal, alopecia and bone loss outcome was unknown. The reporter considered alopecia, bone loss and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)-2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("my hair has also thinning so much") and bone loss ("bone loss in jaw"). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy with corneal resection). Essure was removed on (B)(6)-2019. At the time of the report, the menorrhagia, alopecia and bone loss outcome was unknown. The reporter considered alopecia, bone loss and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following events were described in medical records- menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received- event medical device removal was updated with event menorrhagia. Reporter information was add based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.